Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-32584. During follow-up, decreased impedance on the right ventricular (rv) lead and t-wave oversensing on the right atrial (ra) lead were observed. The rv and ra lead were explanted and replaced and the patient was stable.